Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that unk maillefer waveone gold file broke during use. The broken part was retrieved but the patient's gum bleed. Reportedly, the patient is fine now.

Manufacturer narrative:
No product and no lot# available. No investigation or DHR review can be done.